Manufacturer narrative:
The manufacturer has identified the probable root cause as a degradation of the adhesive bond to the distal cage/wire assembly.

Event description:
Upon completion of a successful vein procedure using the vari-lase wire fiber v2, the physician wiped the tip of the fiber to see if any charring occurred and the distal cage/wire assembly became dislocated from the fiber tip.